Manufacturer narrative:
The device was not returned for analysis. Based on the report, the issue was procedural rather than device related. The manufacturing record for this lot was reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the physician had performed a blood patch for a csf leak that occurred during a trial procedure. Immediately following the procedure, the patient experienced slight neck and head pain but the follow-up report indicated the patient has recovered without sequelae.